Manufacturer narrative:
Op notes received stated that the ICD was originally implanted due to concern over v-fib potential but patient has never needed therapy and now the competitor leads were not working right and the defibrillator was very uncomfortable to the patient. This ICD was working correctly. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Op notes received stated that the ICD was originally implanted due to concern over v-fib potential but patient has never needed therapy and now the competitor leads were not working right and the defibrillator was very uncomfortable to the patient. This ICD was working correctly. The device was received and analyzed. The memory content of the ICD was inspected, showing a normal device function while implanted and in service. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the device proved to be fully functional. The analysis of the memory content showed a normal device behavior while the device was implanted and in service. There was no indication of a device malfunction.

Event description:
This device was explanted due to pain and it was not functioning. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.